Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The field service engineer (fse) found that the system was contaminated. The fse exchanged the water supply and replaced the affected cuvette segment. A precision test was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for several patient samples on a cobas c 303 analytical unit. The customer provided an example of discrepant results for 1 patient plasma sample. The customer was prompted to repeat the patient samples as they were accompanied by critical flags applied by the middleware. The initial magnesium result was 3.9 mg/dl. The repeat result was 1.8 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2025. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.